Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube had deformity. The following information was provided by the initial reporter. The customer stated: this is a report about a deformed tube (cat#768165). According to the customer's report, one tube was found to have deformation at the bottom, which appeared to have been caused by heat.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood dna tube had deformity. The following information was provided by the initial reporter. The customer stated: this is a report about a deformed tube (cat#768165). According to the customer's report, one tube was found to have deformation at the bottom, which appeared to have been caused by heat. A photo is attached in "attached files."